Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a set screw was missing and had to be added to perform the pin-gauge test. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and right atrial (ra) lead exhibited noise, oversensing, loss of capture and pacing inhibition. As a result, the sensitivity was adjusted. During device testing prior to replacement no noise could be reproduced on the right ventricular egm. Subsequently, this device was explanted and replaced. The ra lead was capped/deactivated and remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and right atrial (ra) lead exhibited noise, oversensing, loss of capture and pacing inhibition. As a result, the sensitivity was adjusted. During device testing prior to replacement no noise could be reproduced on the right ventricular egm. Subsequently, this device was explanted and replaced. The ra lead was capped/deactivated and remains implanted. No additional adverse patient effects were reported.